Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer extend did not perform hemostasis. It was noted that the tissue was leaking after several attempts. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following information from the robotics coordinator: the vessel sealer extend instrument was inspected before use and nothing was noted out of the ordinary. The instrument never worked sealed during this procedure. No errors occurred, just extra bleeding. When the customer attempted to seal, they heard an audible continuous tone. At the end of the sealing cycle, they also heard the fast audible tones. The rectosigmoid mesenterium tissue was not cut after the customer heard the cast audible tones indicating the sealing cycle was completed. The tissue was not under tension, not greater than 7 mm in diameter, and showed no vessel calcification, or was exposed to any radiation or chemotherapy prior to the procedure. The customer did see tissue effect during the sealing cycle. The jaws did not come into contact with any clip, suture, staple or other metal objects when the issue occurred nor were the jaws immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding from the patient. The surgeon believes the instrument was having some sort of technical problem. There was no photographic images or video recording of this issue.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A log review for the vessel sealer extend instrument could not be performed because the lot # was not provided by the customer. This event is being reported due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, the vessel sealer extend instrument did not perform hemostasis. It was noted that the tissue was leaking after several attempts. At this time, the cause of the customer reported failure modes and intra-operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the customer reported complaint. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. An additional observation not reported by the site was also identified. Visual inspection was performed, and the instrument was found to have one dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument. The root cause of this failure is attributed to user mishandling. A review of the instrument log for the instrument (pn 480422-01/lot # l91211010 0100) associated with this event was performed. Per logs, the instrument was last used on 30-mar-2022 on system (B)(6) during an abdominoperineal resection. This is a single use instrument.